Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, he was in the hospital for pneumonia and is on steroids which are causing his blood glucose to go high. The customer's blood glucose was 400 mg/dl. The hospital wants to control his blood glucose so the customer called in to request assistance in removing the device. He needed assistance with turning of the insulin pump. The customer is not returning the insulin pump for analysis.